Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received identified that patient underwent surgical intervention wherein, the entire system was explanted.

Manufacturer narrative:
B3: date of event is estimated.

Event description:
It was reported, the pc displayed the message "replace generator soon". Ipg was unable to be placed in MRI mode, due to battery being low. Next course of action is undetermined at this time.